Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluated it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter contacted lifescan (lfs) in 2007 and alleged that the meter would not power on with insertion of the test strip. The reporter stated that she was not with the pt on the day of the event; therefore she could not provide all of the information about the event. The reporter claimed the pt was unable to test on her meter for 3 days due to the power issue. On the same day, during the day, the pt's home health nurse, visited the pt (the time of the visit is not known). The pt did not answer the door, as she was not responsive at the time. The paramedics were called and they broke into the pt's home. The paramedics tested the pt's blood glucose and the result was 58 mg/dl. She was treated for the low blood glucose, but the reporter does not know what the treatment was, and was taken to the hospital. The pt takes insulin and oral diabetes medications, which are based on the meter result, but the reporter does not know the type, amount, or the times the medications were taken, as the pt was administering the medications herself. She does not know if the pt continued the medications when unable to test. The reporter stated that the pt is currently in the hospital and is in the process of being admitted to a nursing home. The meter powers on by pressing the power button, however, it does not power on when inserting the test strip. The pt was using the correct test strips. Although we do not know exactly what occurred prior to the pt losing consciousness, this complaint is being reported, as the reporter alleged the pt was unable to test on the meter for 3 days and during this time, the pt became hypoglycemic and required medical intervention. A replacement meter has been sent.